Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, resulting in misalignment of the grip tips. Visual inspection identified a slight misalignment of the clip-forming surfaces, with an offset of 0.20 mm. Although the observed misalignment is below the threshold for severe deformation, it was sufficient to affect clip formation performance. A clip could be properly loaded into the clip groove of the grip tips. Additional observations related to the customer-reported complaint: the instrument was installed on an in-house system and functionally driven. During testing, the clip applier instrument failed the clip test due to improper clip application. A clip could be successfully loaded into the clip groove of the grip tips; however, the instrument was unable to properly close and form the clip. The complaint was confirmed by failure analysis. The probable root cause of the bent instrument grip tips is attributed to damage occurring during either use or reprocessing, which indicates that severe grip-tip misalignment may result from accidental drops, use of incorrect instrument tray or sink sizes during reprocessing, or excessive force applied to the jaws causing tip overload. The bent grips resulted in loss of functionality for clip application.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument tip was bent, and the clip would not stay in place. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened prior to clip application as the instrument was still being inserted into the patient. There was no motion issue experienced by the surgeon. The customer resolved the issue by using another instrument.